Manufacturer narrative:
2 unsuccessful requests for product return/investigation result. The device was not returned for investigation. 2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. The outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.